Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. Qn/ ncmr review: it was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Investigation conclusion: not confirmed: bd was unable to confirm the incident in question. As photos or samples are not available for analysis of this complaint, as the batch number was not informed for analysis, and as this product catalog does not have the "blood control" security system so that it could prevent this type of situation mentioned in this complaint, it was not possible to confirm this complaint.